Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient code: no code available ((B)(4)) used to capture the surgical intervention. Reporter is an attorney.

Event description:
Litigation alleged injury, severe pain, discomfort, increased metal ion levels, osteolysis, loosening of the acetabular cup, dislocation, and heterotopic ossification.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After review of medical records, patient was revised to address left hip end-stage osteoarthritis. Operative note reported that there was a moderate amount of clear fluid within the hip joint. Thus, the pericapsular tissue appeared inflamed consistent with metal on metal irritation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.